Event description:
Customer reported insulin gauge displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on fill estimates, advising them to deliver a bolus for recalibration, and guided the customer in loading a new cartridge. Customer acknowledged the instructions and will monitor the situation, planning to follow up if necessary.